Manufacturer narrative:
The device will not be returned for evaluation however the provided photographic evidence exhibits the reported event and shows the lower jaw broken off. A device history record review will not be conducted as the device has been in the field more than 12 months. The service history was reviewed, and no data was found. At the time of the complaint, the device was 24 months of age. A two-year review of complaint history revealed there has been a total of 63 complaints, regarding 64 devices, for this device family and failure mode. During this same time frame 37,105 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.002. Per the instructions for use, the user is advised that prior to use, inspect the instrument to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, smi-02ap, was being used during a rotator cuff repair procedure on (B)(6) 2021 when it was reported "intraoperatively the instrument broke." The procedure was reported as having been completed with another same device with a 20-minute delay. Follow up assessment questioning found that the component had fallen into the patient and was retrieved using a grasper forceps. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.